Event description:
It was reported that this right ventricular (rv) lead and device exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). This patient experienced a ventricular episode. Technical services (ts) reviewed noting there appeared to be myopotential oversensing occurring. This patient passed out during this episode. A previous signal artifact monitor (sam) episode was observed. The health care professional (hcp) reprogrammed the sensitivity as this patient is pacemaker dependent. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.